Event description:
On (B)(6) 2015 the foreign distributor in (B)(6) reported the following: "on patient, vent switched out, all alarms are functional, no patient harm. Turbine eeprom write failure."

Manufacturer narrative:
(B)(4). Carefusion has requested additional patient and event information from the foreign distributor in order to properly troubleshoot the device. As of 05/26/2015 there has been no response from the foreign distributor.